Event description:
A discordant advia centaur troponin ultra (tniu) result was obtained on one (1) pt sample. The initial result was not reported to the health care provider. The customer repeated the same sample twice on a different centaur system since the initial result was high. The corrected result was reported out. There are no reports of pt intervention or adverse health consequences due to the discordant tniu result.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00149 on (B)(4) 2010. Updated (B)(4) 2012: the cause of the discordant high troponin ultra (tniu) results was due to a malfunction of the ups power supply. Replacement of the ups power supply resolved the issue.